Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there were dashed vertical lines on the remote monitor report for the device indicative of a loss in the telemetry signal. The device remains in use. No patient complications have been reported as a result of this event.